Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep reported "this was a shunt revision surgery on a pediatric patient. The surgeon would like an analysis performed on both of the chpv valve".

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a tear in the silicone housing was noted between the valve casing and the siphon guard. The valve could not be leak tested due the tear in the silicon housing. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.